Manufacturer narrative:
(B)(4). Field service specialist check system and found oscillator and amplifier flickering. Semiconductor saturable absorber mirror (sesam) was bright and shining, max power oscillator was 9.4. Search new point on sesam. Amplifier check max energy drops down. Change amplifier glass check system for all specification. System ready for use. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while laser was firing during the raster pattern step of the patient¿s left eye the system gave an energy error message. Intralase laser treatment was not completed and side cut was not done. Excimer treatment was not done. Right eye was done without complication. It was reported that the procedure was completed at a later date using the side cut only option of the laser.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.